Event description:
During a routine follow-up, the physician had difficulty interrogating the device. Numerous attempts were made to establish communication but none were successful. Based on the known crystal oscillator anomaly, the decision was made to explant the device.